Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 3 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.